Event description:
A dialysis facility techinician reported that a system 1000 hemodialysis machine did not provide an alarm when the air detector was armed and there was no tubing in the detector. The incident was discovered when bloodlines were being put on the machine before the pt was connected. There was no pt injury or medical intervention associated with this incident.